Event description:
One touch ultra meter was reading inaccurately erratic. The customer care representative (ccr) found that the results obtained on the reported meter were in mg/dl units of measurement. The ccr converted the results to mmol/l. The results obtained on the reported meter within 10 minutes of each other were 6.7, 10.6, and 15.0 mmol/l. The patient was unable/unwilling to answer whether the meter had been set in the correct unit of measurement at the time of testing. Information was not provided as to whether the patient had recently reset the units of measurement in the meter settings. A control solution test was not conducted, as the patient did not have control solution. The patient received no medical attention at the time of concern. The meter, test strips, and control solution were replaced.